Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log found evidence of a "cassette not attached properly" error. A visual inspection found that the upstream occlusion (uso) seal was buckling. The cause of the cassette error was found to be a nonreactive downstream occlusion (dso) sensor. The dso sensor, bezel and seal were replaced as well as the uso seal. Service history identified that no previous repair has been noted in the last 12 months. The manufacturer representative updated software, and the device passed all functional tests after repair.